Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed power pcb assembly observed extensive damage to the pcb due to a component electrical short. Physio was unable to further identify the specific failed component due to damage several components on the assembly.

Event description:
It was reported that the device would not power on when the medic attempted to turn it on after arriving for a scheduled transport. The device issue was reported to have no adverse effects. There were no further details on the event and/or the patient provided.